Manufacturer narrative:
The reported complaint of the device moving into service app mode was confirmed. Based on the information provided, it was determined that the device experienced a power-on-reset (por). The root cause of the por was unable to be determined. Additionally, it was seen that the clock recovery procedure was not completed. Therefore, the clock displayed an incorrect value, leading to an eos alert as the implant date was in the future in respect to the clock value. Final session confirmed that clock was recovered and the eos flag was cleared.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) had an inappropriate hardware reset and could not be interrogated. The patient was asymptomatic. The icm was reprogrammed, and the patient was stable post changes.